Event description:
It was reported that there were two motor stalls seen in the pump logs. The first stall occurred on (B)(6), but recovered after 22 minutes. The second occurred on (B)(6) and recovered after 18 minutes. It was also noted that, on the day of report, the healthcare provider (hcp) was expecting 2.3ml of drug in the reservoir, but found that it contained 1.2ml. The patient had not experienced any symptom change and the hcp was reportedly not concerned about the discrepancy. At the time of report, the patient had already left the hcp office, but the pump alarm interval had been set to 10 minutes and the family was familiar with how it sounded. The reporter did not believe that the patient had an MRI. When the stalls had occurred, the device system was delivering lioresal, though gablofen had been put in the pump on the day of report. Eight days later, it was reported that the event was ongoing at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n131813, implanted: (B)(6) 2008, product type: accessory. (B)(4).